Manufacturer narrative:
A report source of study was incorrectly chosen on the previous report; a report source of literature should have been selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Faraj mk. Programmable baclofen pump implantation as a treatment modality for spasticity: a clinical prospective study. Interdisciplinary neurosurgery. 2017;10:62-65. Http://dx.doi.org/10.1016/j.inat.2017.07.002. Please note that this date is based off of the date of publication of the article, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: spasticity is a velocity-dependent resistance to the passive movement of a joint and its musculature. It occurs with hyper-excitability of the stretch reflex, which is related to the loss of inhibition from descending supra spinal neurons. Spasticity not always treated, because, in many conditions, it compensates for the loss of motor power; treatment indicated when the hyper tonicity causes significant functional impairment or deformities. The two most important treatment types are ablative procedures, such as dorsal entry zone rhizotomy, and augmented therapy, such as botox and oral baclofen. Baclofen pump implantation is a neuromodulation therapy. It is reserved only when other modes of treatment fail to relax the patient. Reported events: pump surgical infection was noticed in 4 patients that occurred at 1, 4.5, 5, and 13 months post-operatively. These cases required pump removal and re-implantation on the other side following three months of recovery.